Event description:
Lips had blisters, peeled, puffed three months, big boils on lips non stop. Went emergency room they didn't know what to do. Dates of use: summer 2007 - (B)(6). Diagnosis or reason for use: retainer - holding teeth in place. Event abated after use stopped or dosage reduced: yes.